Event description:
Customer reported via phone, the insulin pump indicated the customer had 33 units of active insulin. Customer stated he uses the easy bolus feature. His max bolus set at 18.5 units. Customer stated it might be possible he accidently administered a bolus without him meaning to since he was working against a counter. However, the device only had two entrees one at 1:00 pm 8.3 units and at 3:00 am 2.6 units. All basal rates were under two units per hour. Customer believes the device malfunctioned. Customer had experienced a hypoglycemic event were his brother administered one unit of glucagon. Customer's blood glucose was 8 mmol/l when troubleshooting began. Customer is returning the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.